Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver's alarm history was reviewed and revealed two alarms; the first recorded alarm, 2d (secondary motor voltage too high), was produced during the last service of the driver prior to shipping it to the customer, as there were no signs of secondary motor engagement during the visual inspection. The second alarm, 4a (left drive pressure too low for long enough to be permanent time-out), was likely produced after the driver was disconnected from the patient, after the reported alarm and consequent driver switch-out. The driver in "as received" condition did not pass testing requirements related to normotensive pressure and cardiac output requirements. During investigation testing, the customer-reported issue was likely reproduced when testing generated a 49 alarm (low cardiac output). The '49' alarm is only permanently recorded in the driver's alarm history after a duration of 4 minutes and 15 seconds. It is possible that the patient was switched to a backup driver within this time period, which would explain why the '49' alarm code was not record in the driver's alarm history. The root cause of the customer-reported issue, most likely the '49' alarm, was determined to be a malfunction of the piston cylinder assembly. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver. There was no reported adverse patient impact.